Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an urgent low glucose alert with discordant fingerstick readings (100 mg/dl and 79 mg/dl), treated with 4 oz of juice, and subsequently consumed bread without announcing the meal, after which glucose rose to approximately 220 mg/dl with insulin on board; the device involved was an ilet system. Symptoms included shaking/tremors and muscle weakness associated with the low reading. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.